Manufacturer narrative:
Philips service formatted the patient database, and the system became operational after several days. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a disk space issue occurred despite database deletion, impacting imaging on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.